Manufacturer narrative:
The system remains implanted and efforts to obtain additional product issue details have been unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to a high shock impedance measurement. No adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Additional information was received two and a half years after the initial clinical observations confirming the red alerts were still being generated for this system due to high/out of range shock impedance measurements. A measurement of 129 ohms was observed. The patient also reported that he fell last summer and broke four ribs. The patient was brought into the clinic for testing and no noise was reproduced and no out of range measurements could be produced. A chest x-ray was also performed and the results were unremarkable. A revision procedure was performed and the competitive lead was removed from service and replaced. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
In (B)(4) 2012, additional information was received confirming the red alert is still occurring. The physician will continue to monitor the patient. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received six months later this red alert was still occurring due to high shocking impedance measurements from this system. A boston scientific technical services consultant discussed troubleshooting options which could be performed. The caller stated that the measurements have always been high. The patient will continue to be monitored. This product issue will be updated if additional information is received.